Event description:
Boston scientific received information that this atrial lead was found to have dislodged. The lead was removed from service during a procedure to electively replace the system due to pocket pain. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.